Manufacturer narrative:
Device was used for treatment, not diagnosis. Swiontkowski, m.f., winquist, r.a., hansen, s.t. (1984). Fractures of the femoral neck in patients between ages of twelve and forty-nine years. The journal of bone and joint surgery. Vol 66-a, number 6, 837-846. USA. This report is for unknown screws/unknown quantity/unknown lot. (B)(4) tenderness. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: swiontkowski, m.f., winquist, r.a., hansen, s.t. (1984). Fractures of the femoral neck in patients between ages of twelve and forty-nine years. The journal of bone and joint surgery. Vol 66-a, number 6, 837-846. USA. The purpose of the study to display results in twenty-seven consecutive patients with a femoral neck fracture who were younger than 50 years and who are treated with a standard protocol from 1975 to 1981. There were 33 male and 5 female patients, ages ranging from 12 to 49 years old. Standard fixation was achieved with ao 6.5mm cancellous screws. Several patients were implanted with malleolar screws. Patients were evaluated postoperatively through radiographs, interview, and examination. The following complications were reported: three patients, all slender women, complained of mild tenderness over the screwheads, which resolved with removal of the screws. This is report 6 of 8 for (B)(4). This report is for unknown screws.